Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The cause of the low battery alarm was determined to be a depleted main battery. The main battery was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.